Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular (rv) lead and presented to the hospital for a lead revision procedure. The right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was diaphragmatic stimulation was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing, x-ray examination and visual inspection of the lead did not find any anomalies.